Manufacturer narrative:
Please refer to the attached report analysis of the provided data revealed: as several high shocks impedance were recorded, a rv lead issue cannot be excluded. Therefore, optimal defibrillation system cannot be guaranteed, the defibrillation system/ventricular lead should be checked carefully. A reintervention occurred on (B)(6) 2025: the rv lead was abandoned inside the heart: the ICD was explanted and disposed. As the ICD has not been disposed, no further analysis could be performed. Based on available data, no issue is suspected on the subject ICD.

Event description:
Reportedly, on (B)(6) 2025, (B)(6), an employee of our distributor (B)(4), certified to perform follow-up with our devices, at (B)(6) hospital in (B)(6), interrogating the platinium dr df1 in question detected two warnings: number 4 inherent to a shock impedance greater than 150 ohms during the last measurement, and number 60 about measuring a low p wave current. In addition, an atrial catheter impedance below 200 ohms was detected. The patient, her son reports to our colleague, was admitted to the hospital in (B)(6) 2024 after suffering several shocks from arrhythmias, actually caused by high ventricular velocity conduction from atrial fibrillation, according to the patient's discharge letter. The colleague still notes the presence of atrial fibrillatory state, which would account for the low p-wave current. There were no previous interrogations of the patient in the programmer used, and the colleague was not in possession of archival material to download technical files from the programmer that performed the follow-up.

Manufacturer narrative:
Please refer to the attached report analysis of the provided data revealed : as several high shocks impedance were recorded, a rv lead issue cannot be excluded. Therefore, optimal defibrillation system cannot be guaranteed, the defibrillation system/ventricular lead should be checked carefully. Based on available data, no issue is suspected on the subject ICD.

Event description:
Reportedly, on 19 may 2025, (B)(4), an employee of our distributor gi.pi. Medical, certified to perform follow-up with our devices, at (B)(6) hospital in (B)(6), interrogating the platinium dr df1 in question detected two warnings: number 4 inherent to a shock impedance greater than 150 ohms during the last measurement, and number 60 about measuring a low p wave current. In addition, an atrial catheter impedance below 200 ohms was detected. The patient, her son reports to our colleague, was admitted to the hospital in (B)(6) 2024 after suffering several shocks from arrhythmias, actually caused by high ventricular velocity conduction from atrial fibrillation, according to the patient's discharge letter. The colleague still notes the presence of atrial fibrillatory state, which would account for the low p-wave current. There were no previous interrogations of the patient in the programmer used, and the colleague was not in possession of archival material to download technical files from the programmer that performed the follow-up.